Event description:
It was reported that after implanting the web, when trying to detach, it did not detach. They tried several times to detach, using different techniques but the web did not detach. After each try of detachment they took away the wdc, and placed it again, when confirming the detachment was not happening. The green light always appeared when trying to detach. The detachment happens after trying 8 times to detach and manipulating a lot with via and sofia.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies difficult or delayed detachment of the device, web as potential complications associated with use of the device.